Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1. Post-procedure, a pericardial effusion was observed and the patient experienced hypotension. For treatment, pericardiocentesis was performed. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported hypotension appears to be a cascading effect of pericardial effusion. However, a cause for the reported pericardial effusion cannot be determined. Pericardial effusion and hypotension are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as pericardiocentesis was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1. Post-procedure, a pericardial effusion was observed and the patient experienced hypotension. For treatment, pericardiocentesis was performed. There was no clinically significant delay in the procedure.